Event description:
The rptr did back to back blood glucose testing and got results of 170 and 130 mg/dl. Tests were done within 5 minutes using separate fingersticks. No symptoms were reported. He did not have any control solution for testing. Upon follow-up, the rptr stated that his doctor told him that he is anemic and has to take iron.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8